Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that the unit was not switching on, the power supply was checked and the voltage was 5 v, 12v and 29 v which meant that the power supply was ok. The fse then checked the datasettes and the main board and found that the main board was defective. Once the parts are received the unit will be repaired. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not powering on. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) returned to the customer's site and replaced the main board. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) was not powering on. There was no patient involved an no adverse event was reported.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) was not powering on. There was no patient involved an no adverse event was reported.